Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently hospitalized due to a blood glucose level of 918 mg/dl. The customer reported that he received a max bolus alarm and called paramedics. Customer was wearing the insulin pump at the time of the hospitalization. Blood glucose level at the time of the call was 120 mg/dl. The customer also requested assistance with suspending the insulin pump. The insulin pump was not replaced or returned for analysis.